Manufacturer narrative:
Initial report sent: 11/06/2007.

Event description:
Procedure type: prostatectomy. Patient gender: male. According to the reporter: the balloon was pumped and used for sealing the mini-laparotomy, burst during the surgery. There was no report of pieces falling into the cavity or impacting the patient. No patient injury was reported.